Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. This report is being submitted based on a patient reported event of ¿multiple bouts of bronchitis and other breathing issues ¿ it is unknown if the patient required medical intervention to treat the bronchitis and breathing issues. According to the complainant, following a bronchial thermoplasty procedure, the patient experienced ¿multiple bouts of bronchitis and other breathing issues ¿ and his condition worsened. Multiple attempts to obtain additional information on (B)(4) 2014 regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. This report is being submitted based on a patient reported event of "multiple bouts of bronchitis and other breathing issues " it is unknown if the patient required medical intervention to treat the bronchitis and breathing issues. According to the complainant, following a bronchial thermoplasty procedure, the patient experienced "multiple bouts of bronchitis and other breathing issues " and his condition worsened. Multiple attempts to obtain additional information on 22jul2014, 30jul2014, 05aug2014 and 06aug2014 regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of august 11, 2014. The bronchitis and breathing issues started immediately following the bt procedure. Medications that were prescribed include standard oral steroids along with the patients asthma medications that he was already taking (steroid inhaler and rescue inhaler). It was reported that the procedure was performed about 4-5 years ago. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact event date is unknown, however, the complainant indicated that the procedure was performed "a few years ago." The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.